Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right coronary artery (rca). After a 3.5, 6f non-bsc guide catheter crossed the lesion, a 185cm pt²¿ guide wire was advanced distally. Pre-dilatation was then performed with a 2.5x20 non-bsc balloon, which was withdrawn over the wire. Subsequently, a stent was advanced but failed to cross the lesion due to the calcification and stenosis of the mid rca. A non-bsc guide wire was then used distally as buddy wire with placement of the proximal stent and a high pressure balloon angioplasty. An excellent result was obtained. A 3.5x23mm non-bsc stent was advanced distally but failed to cross. The stent and the non-bsc guide wire was removed. Unfortunately, the tip of the pt² guide wire broke and was seen in a tiny branch of the rca. A second guide wire was the used distally. Pre-dilatation was again performed with a 3.5x15 non-compliant non-bsc balloon and a 3.5x12 non-bsc stent was advanced in the distal rca with conjunctive high pressure balloon angioplasty. An excellent result was obtained with timi 3 flow. The tip was retained in the vessel which was confirmed by angiography. The procedure was completed with no patient complications reported and the patient was discharged on plavix and acetylsalicylic acid (asa).

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit returned has wire kinked, as part of overall visual revision. The returned device matches with upn provided by the customer. The device has the distal tip detached (182.5 cm from the proximal section) and it was not returned. Also it has the body kinked in the middle of the device. The overall length could not be measured due to the device condition (distal tip detached). The outer diameter was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the right coronary artery (rca). After a 3.5, 6f non-bsc guide catheter crossed the lesion, a 185cm pt²¿ guide wire was advanced distally. Pre-dilatation was then performed with a 2.5x20 non-bsc balloon, which was withdrawn over the wire. Subsequently, a stent was advanced but failed to cross the lesion due to the calcification and stenosis of the mid rca. A non-bsc guide wire was then used distally as buddy wire with placement of the proximal stent and a high pressure balloon angioplasty. An excellent result was obtained. A 3.5x23mm non-bsc stent was advanced distally but failed to cross. The stent and the non-bsc guide wire was removed. Unfortunately, the tip of the pt² guide wire broke and was seen in a tiny branch of the rca. A second guide wire was the used distally. Pre-dilatation was again performed with a 3.5x15 non-compliant non-bsc balloon and a 3.5x12 non-bsc stent was advanced in the distal rca with conjunctive high pressure balloon angioplasty. An excellent result was obtained with timi 3 flow. The tip was retained in the vessel which was confirmed by angiography. The procedure was completed with no patient complications reported and the patient was discharged on plavix and acetylsalicylic acid (asa).